Manufacturer narrative:
Medtronic received additional information that the reason for explant was due to a sizing error. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, visual examination revealed both leaflets were intact and in the closed position with no evidence of damage such as cracks and/or surface anomalies. Both inflow and outflow valve hinge mechanisms and orifices were intact with no evidence of damage. The valve measured to manufacturing specification for a size 22 mm valve. The leaflets moved without difficulty and the carbon subassembly rotated in the sewing ring. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the reported information, the cause of the event was a sizing issue which could potentially be related to technical error. The device met specification for a 22 mm valve. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this 22 mm mechanical valve, testing confirmed the valve was not suitable for this patient and it was explanted and replaced with a 20 mm mechanical valve. No additional adverse patient effects were reported.